Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that there was an observation of an occasional missing ventricular pace on the telemetry strip. The missing pace occurs around every hour. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.